Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The arrhythmia was not-sustained ventricular fibrillation. Symptoms included syncope and a fall on the head. They required cardioversion as treatment, which resolved the arrhythmia. They were admitted for further monitoring. It was noted that the patient had a history of atrial fibrillation. The arrythmia was not thought to be device related. An implantable cardioverter defibrillator (ICD) was not implanted prior to the vad.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of contamination of the power module (serial number (B)(6) was confirmed via customer submitted photos. Review of the submitted images revealed various areas of contamination and debris on the power module. Available information for this event indicates that the power module was disposed as a result of the contamination. It is unknown if the patient was in a condition to properly maintain their equipment, as the source of the contamination was stated to be from the patient¿s home. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted due to arrhythmia which was managed during admission. They were admitted for further monitoring. During admission extreme contamination of devices was recognized, cloths with bedbugs. The hospital informed the accommodation facility where the patient was living. Inspection of the patient's room revealed source of the bedbugs and disinfection/disinsection service was ordered. During their operation the power module (ppm) and universal battery charger (ubc) were removed from the room and probably disposed at a landfill. The hospital had requested allocation of both devices and the facility delivered them both in highly messy conditions back to the hospital. The hospital requested manufacturer recommendation on whether the devices can be restored at a service department and returned back to service with heart transplant (htx) candidates given such contamination.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.